Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neurological condition/problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), cystitis ("bladder infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, alopecia, nervous system disorder, nausea, migraine, headache and hormone level abnormal had resolved and the cystitis, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury was updated to new events apareunia, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, neurological condition problems, nausea, migraines, headaches, hormonal changes,bladder infection, bladder problems, urinary problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, chronic cervicitis, dysfunctional uterine bleeding and stress urinary incontinence. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neurological condition/problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), cystitis ("bladder infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (endometrial ablation with novasure and laparoscopic-assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, back pain, fatigue, alopecia, nervous system disorder, nausea, migraine, headache and hormone level abnormal had resolved and the cystitis, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: menorrhagia, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Reporters information and medical history were added. Event menorrhagia was updated from non serious to serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, chronic cervicitis, dysfunctional uterine bleeding and stress urinary incontinence. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neurological condition/problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), cystitis ("bladder infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (endometrial ablation with novasure and laparoscopic-assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, back pain, fatigue, alopecia, nervous system disorder, nausea, migraine, headache and hormone level abnormal had resolved and the cystitis, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: menorrhagia, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.